Manufacturer narrative:
Correction on initial report: d.1 & d.4. Additional information provided: d.4 & g.5. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the valve is leaking fluid when disconnecting from vacutainer.

Event description:
It was reported that the when the maxplus needle free access valve connector was accessed either with a syringe or a vacutainer it would "squirt" or discharge fluid or blood when access device was disconnected. This entity just had just converted to using this product and has seen this event several times. There is no report of adverse effects to any patients or healthcare staff as a result of these events.

Manufacturer narrative:
Correction on initial report: e.1, e.2 & e.3. Additional information provided: b.5, d.11 & g.3.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the valve is leaking fluid when disconnecting from vacutainer.